Manufacturer narrative:
A message of "cannot connect to generator. The generator is not responding." Was reported to abbott. The rep met with the patient and corrected the problem. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s ipg was not connecting to external devices following a rfa procedure on (B)(6) 2025. Reportedly, the ipg was not set into surgery mode prior to the procedure. A manufacturer representative was able to troubleshoot and recover the ipg. Reportedly, issue was resolved and everything is working well.